Event description:
Allegedly after one wash, reamers came back rusty.

Manufacturer narrative:
Conclusion: device failure occurred & was not related to event.the complaint was reviewed. Photographic images were provided and reviewed. The product was not returned.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete; however, a voluntary recall has been initiated. The event is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01047.